Event description:
The patient reported a burning throat syndrome, self assessed by the patient based on looking on the internet. The patient states that she had a gallbladder surgery 6 or 7 years ago. There was constantly in pain. She asked her doctor from (B)(6) clinic what product was used in the surgery. The doctor provided the device. The patient was requesting the product specification. She stated that she was trying to understand the product contains, copper, titanium, or any other metal or materials that would cause burning throat syndrome.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.